Manufacturer narrative:
Batch review performed on 25 october 2019: lot 1810806: (B)(4) items manufactured and released on 13-mar-2019. Expiration date: 2024-03-02. No anomalies found related to the problem. To date,(B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: liner: mpact 01.32.3644hct flat pe hc liner ø36/e (k103721) lot. 1901466. Batch review performed on 25 october 2019: lot 1901466: (B)(4) items manufactured and released on 09-apr-2019. Expiration date: 2024-03-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed 7 days after the primary due to the dislocation of the head from the liner that occurred when the patient was in physical therapy. The physical therapist pulled the patient's lower leg and the patient felt his leg pop out of place. The surgeon revised the stem and head and the surgery was completed successfully.